Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. There was no visible damage to the conductor wires. The instrument passed an electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps had a broken cable. The procedure was completed with no reported injury.